Event description:
It was reported via repair work order that the unit is not locking in the loading position due to a piece of plastic debris in the transfer trolley lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.